Manufacturer narrative:
Additional information was received that this event was previously reported in regulatory rep #:2025587-2017-01609. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: szlapkaa, m. Valve-in-valve-prosthesis embolization and aortic dissection: single procedure, double complication. 2018. European journal of cardio-thoracic surgery 00 (2018) 1¿2 doi 10.1093/ejcts/ezy424 earliest date of publish used for event date.. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient who had been implanted with a 23mm non-medtronic bioprosthetic aortic valve. Fourteen years after the implant severe structural valve degeneration was noted. During a valve-in-valve, positioning the of a transcatheter bioprosthetic valve was difficult and the valve dislodged distally. An aortic dissection was confirmed with a computed tomography (CT). An endovascular repair was performed and a 23mm non-medtronic balloon expandable transcatheter valve was successfully implanted. No additional adverse patient effects were reported.